Manufacturer narrative:
Correction: d4 - additional device information updated.

Event description:
Additional information indicates the lead was explanted and replaced on (B)(6) 2025.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that patient was unable to place the system into MRI mode. Diagnostics revealed impedances on the lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the impedances on the lead were high. Patient also experienced ineffective therapy. Therapy was restored post op.